Manufacturer narrative:
(B)(4). Concomitant medical products: oss 7 cm segmental femoral rt cat: 150354 lot: 686090, oss poly tibial bushing part#: 150476, lot#: 46460, oss reinforced yoke part#: 150493, lot#: 816690, oss tibial poly bearing part#: 150411, lot#: 108810r, oss poly bushing part#: 150477, lot#: 918980, oss axle part#: 150480, lot#: 551980. Reported event was unable to be confirmed due to limited information received from the customer. Reported event was unable to be confirmed due to limited information received from the customer. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised due to post-operative fracture of implant.

Manufacturer narrative:
The following sections were updated: upon receipt of additional information it has been determined that the device was previously investigated on medwatch#: 0001825034-2018-01450-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.